Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Failure code 810:04, an air sensor failure, was initially reported by the facility and confirmed during evaluation. It was unknown when the failure code occurred. Evaluation summary: the condition of air-in-line printed circuit board out of specification was confirmed during testing. The air-in-line printed circuit board was recalibrated and the pump was returned to the customer fully operational.